Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failures of errors 1-02/c-00 were confirmed and reproduced at start-up. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced erbe due to c-00 error upon startup. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) is pending failure analysis investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, c-00 and 1-02 errors on the erbe was observed. The customer tried multiple power cycles and unplugged the foot pedal cables but the issue was resolved. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The procedure was completed robotically with another dv system. The procedure was delayed more than 30 minutes.